Manufacturer narrative:
The reported meter was returned and could not be investigated due to a new issue. The meter was sent for further investigation. During the visual inspection of the meter visable signs of contamination were found on the strip port. The meter was de-cased and contamination of blood was found in the strip port. The meter shutting off during a test was not observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's caregiver (granddaughter) reported that the customer's adc blood glucose meter shuts off during the test. As a result of this issue, on (B)(6) 2015 the customer was unable to check her glucose level, and experienced a worsening of her unspecified "heart condition", with symptoms of "vomiting, stress, no appetite." The customer was reportedly given unspecified treatment by a neighbor and then brought to a hospital where she was diagnosed with hyperglycemia "between 200 and 300 mg/dl," "high 'dioxine' because of her heart condition," and "high arterial tension." The customer was given unspecified intravenous treatment and hospitalized for 4 days. There is no report of death or permanent injury associated with this event.